Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified. However, when the physician took out the stent, he noticed the distal most strut which hit the calcium had some deformity. The stent was removed in usual steps.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified. However, when the physician took out the stent, he noticed the distal most strut which hit the calcium had some deformity. The stent was removed in usual steps.